Manufacturer narrative:
Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: only partial catalog provided as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: product evaluation cannot be performed as no product has been returned. Therefore, the complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: unable to perform the manufacturing records review as no serial number was received. Also, unable to perform the complaint history review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: quigley, c., ashraf, m.o., manning, s. (2020). Reversible opacification of hydrophobic acrylic intraocular lens, journal of cataract & refractive surgery, 46(2), p. 319 - [literature reversible opacification of hydrophobic acrylic intraocular lens.pdf].

Event description:
The following article was received based on a literature review: article: reversible opacification of hydrophobic acrylic intraocular lens. It was reported in a literature article that one eye developed intraocular lens (iol) opacification and ocular discomfort 4 weeks post-op after implantation with zcb00 iol. There was no intervention; the opacity cleared spontaneously by 17 weeks post op. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.